Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed accuracy confirmation testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The external/internal inspection was performed with no issues noted. Temperature was within specifications. The device passed electrical testing. A volumetric accuracy test was performed and the device failed. The cause determine be an insufficient amount of copper mesh. The copper mesh was scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.